Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause lot, testing of retained kits of architect anti-hcv reagent, and a review of product labeling. Ticket searches determined there is an elevated complaint activity for the likely causative agent lots. The tracking and trending report review determined that there are no related adverse trends. Non-statistical trends were identified due to an increased complaint activity which includes architect anti-hcv reagent lot numbers 94357li00/ 94361li00, 95367li00/ 95371li00, 94655li00 and 95522li00/ 95526li00 due to non-abbot/ abbott positive control out of range low/ shifted down or depressed/ potential false non-reactive results. The performance of the likely cause lot(s) was investigated and did not identify any non-conformances or deviations. Retained file kits of architect anti-hcv reagent lot numbers 94361li00 and 95367li00 were tested in a control setup. The two lot numbers were calibrated on three instruments and the calibrations met instrument specifications. Retained kits of architect anti-hcv reagent lot numbers 94357li00 and 95371li00 (which contains the same bulk material as lot 95367li00) were calibrated and the calibrations met instrument specifications. All control values met control specifications. Sensitivity testing determined sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. No systemic issue was identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hcv result of (B)(6), when processing on the architect i2000sr. The initial result was (B)(6) (sid (B)(6)). The sample was tested at another lab and the result was (B)(6). No impact to patient management was reported.